Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: upon confirmation of the actual product we received, the root part on the downstream side of the infusion filter was broken as requested. There were no traces of manufacturing defects such as molding defects or adhesion failures in the damaged part. This part is shipped in conformity with the bending strength standard value of 3.175kg or more from the filter manufacturer. In addition, when we conducted a fracture strength confirmation (bending) test of the relevant parts using our stored specimens, no insufficiency was found. In addition, in our manufacturing process, all products are inspected immediately before packaging this product, and after packaging, everything from the sterilization process to shipment is managed in units of boxes. Based on the above, it was estimated that this event was damaged due to some excessive bending load applied to the relevant part between shipment from our company and before use. Customers are advised to replace the product with a new one instead of using it when an abnormality is found.

Event description:
It has been reported that one IV set/n35/j/20drop/1cq/f/std/50cmll has been found damaged before use. The following has been provided by the initial reporter: when opened the package before use, the filter part was detached.